Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was over 25.1 mmol/l. The customer reported that they had leaks at the site. It was reported that the customer declined troubleshooting. The insulin pump will be not returned for analysis. Frn-unk-rsvr,unomed set.